Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received questionable high crep2 creatinine plus ver.2 results for three patient samples. Of the data provided, only the results for two of the patient samples were reportable malfunctions. The initial results were reported outside of the laboratory. The unit of measure was requested but was not provided. Patient 1 initial result was 310 and the repeat result was 86. Patient 2 initial result was 182 and the repeat result was 71. This patient was a (B)(6)-year-old male born on (B)(6). For this patient, there was an incorrect diagnosis of aki and a possible delay in an operation. There was no allegation of any adverse event. The reagent lot number was 310314. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service representative found an issue with the rinse tubing on rinse unit 3 and he replaced the tubing. The qc results were acceptable and no further issues were reported.